Event description:
The pt was reportedly experiencing facial nerve issues. The surgeon drilled away the bone surrounding the facial nerve so the nerve could expand. The pt's device was temporarily removed for the surgery. The pt's device was reimplanted. Advanced bionics is in the process of gathering more info. Once more info has been rec'd a f/u report will be submitted.